Event description:
During use of the device for an endoscopic saphenous vein harvesting procedure, the user reported the endoscope lens was blurry. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.